Manufacturer narrative:
Suspect device is comfort curve strip.

Event description:
Customer reportedly obtained a result of 248 mg/dl on advantage test system 1 and 112 mg/dl on advantage test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Information suggests comparison was performed in the home. Advantage test system 1: meter, strip lot 548738, exp 02/28/2007, cat/ 2030373. Advantage test system 2: meter, strip lot 549561, exp 03/31/2008, cat/ 2030373.